Event description:
Biomet orthopedics received preliminary clinical data from dr (B)(6) regarding patients enrolled in a (B)(4). It was reported that patient underwent a right total hip arthroplasty on (B)(6) 2009. During post operative monitoring and testing a solid mass was noted. The mass on the lateral area of the hip measured 3.7 x 3.3 x 2.6 cm. These findings were found due to follow up testing. No further information has been provided at this time.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2013-02377 & 05269 & 05271 / 05272).